Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product: ID 37754, serial# (B)(4). Product type: recharger, product: ID 37746, serial# (B)(4). Product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the recharger was not charging. The patient had problems charging the recharger. Patient services conducted troubleshooting and found that the recharger was fully charged. The recharger connector pin seemed good, and there was no problem with the recharging equipment. The caller noted giving incorrect information at the beginning. The implantable neurostimulator (ins) was not charging. The recharger would not charge the ins. The charging issue was first noticed last week. An ins overdischarge was suspected. The manufacturer's representative believed the ins was overdischarged. The caller believed the patient had an overdischarge situation about a year ago. The ins was not charging since last week and she charged a week or two before. The patient's daughter believed the patient last felt stimulation three weeks ago, and last charged two weeks ago, but had no real idea and was guessing. The recharger stats were checked, and the only information gathered was that the last successful charge session was on (B)(6) 2000 - this meant that the ins had a power on reset (por) and the last charge was approximately two months and one week after the por. The date of the last successful recharge session was not known for certain. The caller continued to get the reposition antenna screen. The patient programmer was not connecting to the implant. The patient was unable to communicate or charge. The patient did not have fall or trauma. There was a broken external antenna. A recharger antenna was ordered for the patient. The patient was sent a new recharger antenna, but that did not resolve the issue. The manufacturer's representative would work with them further to resolve the issue. The manufacturer's representative stated he could meet (B)(6) 2015, but they were due to have inclement weather. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.